Event description:
It was reported by a nurse that high impedance was received at a follow-up appointment on both normal and system diagnostics. The patient's generator was set to 0 ma and was referred for x-rays. Additional information was received from the treating nurse indicating trauma was not reported and it was unknown if it contributed to the reported high impedance. X-rays were received by the manufacturer and reviewed. The generator was visualized in the left upper chest. The filter feed-through wires appeared to be intact. It cannot be determined from the images if the lead connector pin is fully inserted into the generator connector block. Electrodes appeared correctly aligned on the vagus nerve. Two acute angles were observed in the portion of the lead close to the electrodes, distal to the positive electrode. No obvious lead break could be identified in the visible portion of the lead. At the moment good faith attempts to obtain further information have been unsuccessful to date.

Event description:
Additional information was received from the area representative indicating revision surgery is likely, but no date has been confirmed.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.